Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4) alleging that the subject meter read inaccurately high compared to their feelings and/or normal readings as well as compared to a calibrated laboratory device. The reporter claimed obtaining a blood glucose reading of "9.x mmol/l" with the subject meter which was allegedly higher than the patient¿s feelings and/or normal readings. This comparison does not meet the criteria necessary for lifescan to determine the possibility of an inaccuracy, however this complaint is being reported because the control solution test performed fell out with the control solution range for this test strip lot. In addition, the patient also obtained unspecified high blood glucose results on the subject meter compared to a calibrated laboratory device within 10 minutes of one another. The alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.